Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon the completion of the investigation, and will include final analysis results.

Event description:
It was reported that the device (pg) was exhibiting premature battery depletion. The estimated longevity had decreased from 4.5 years remaining to 8 months remaining. A copy of device memory was saved and submitted to technical services for analysis. Engineering reviewed the data, and confirmed that the power consumption has been gradually increasing; therefore, confirming premature battery depletion. Due to this anomaly, device replacement was recommended. No adverse effects to the patient were reported.

Event description:
It was reported that this device is exhibiting premature battery depletion. The estimated longevity has decreased from 4.5 years remaining to 8 months remaining. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature battery depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.